Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver had no audio output. No additional event or patient information is available. The receiver has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver log was downloaded. Manual "try it" testing and was performed and failed. A global receiver communication tool software test was performed, and it failed sound tests. The receiver functional test was performed, and it failed the speaker tests. The receiver case was opened for an interior visual inspection, and failed as speaker assembly error was found. Speaker resistance was measured and was within specifications. The speaker was realigned and reassembled. The manual "try it" sound tests was attempted again after reassembly and it passed. The reported event of no audio output was confirmed. The probable cause was determined to be an assembly error.